Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Based on the field evaluation, the reported event was reproducible. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was examined with following observations : the unit energized and cauterized and all ports recognized instruments. C-00/m-35/c-84/m-b0-60/m-b0-61 errors were noted on system logs. Upon visual inspection, the unit had no significant scratches or dents. The front bezel was not cracked. The erbe was in good condition. As a safety precaution the unit was returned to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: prostatectomy - radical w/o lymphadenectomy surgical procedure was performed on (B)(6) 2024 via sk6820. A review of the site's system logs for the reported event date was conducted by rpms analyst. Investigation revealed the following possible related erbe errors: 25913 - erbe error: 2-8a - (port 2, unable to read instrument data. Check cord connections.) Ds2430 crc error. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that the integrated electrosurgical unit (iesu) erbe faulted with m-11 and c-06 errors. An intuitive surgical inc., (isi) technical support engineer (tse) verified errors via system logs. Customer had already replaced monopolar and bipolar cables. The energy cord was confirmed to be connected onto a separate power outlet with no other cords next to it. Customer informed that issue was persistent since two weeks. Customer further reported that system also had other errors. Tse recognized faults pointing to endoscope controller (ec) which were unrelated to erbe faults. The issue will be fixed during field visit. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up. Isi followed up with the initial reporter however, additional information could not be provided regarding event details.